Manufacturer narrative:
Other relevant device(s) are: product ID: 9733437. A medtronic representative went to the site to test the equipment. The manufacturer representative replaced the camera. The system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported there was no power in the camera and it showed an 'illuminator hardware fault. Return for service' error message. This issue was noted outside of a procedure, and there was no patient involvement.